Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. One clip was implanted without issue. The second clip delivery system (cds) was advanced into the patient anatomy and an attempt was made to grasp the leaflet; however, one of the gripper arms did not lower. Troubleshooting was performed without change; however, the clip was deployed. The procedure was completed with implantation of two clips. Mr remained unchanged at grade 3. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot #, device not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of unchanged mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Per the mitraclip ntr/xtr system instructions for use(IFU), do not use excessive force to close the clip further than is necessary to adequately reduce mitral regurgitation (mr). Leaflet injury may occur. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. The reported improper procedure or method appears to be due to use error; however, the use error did not contribute to the gripper actuation issue. A definitive cause for the reported unchanged mr cannot be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: although the gripper arms were not functioning properly, it was determined to be a greater risk to remove the device instead of implanting the clip, so the clip was implanted. No additional information was provided.